Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) lead exhibited noise with oversensing that resulted in the inappropriate delivery of anti-tachycardia pacing (atp). Rv pace impedance trends appear stable over the past year, with a slight decrease in measurements from the 550 ohms range down to the 450 ohms range. Technical services (ts) discussed troubleshooting options, programming considerations, and possible causes, noting that this may be indicative of compromised lead insulation integrity. This rv lead remains in service. No adverse patient effects were reported.